Event description:
It was reported that the patient's ipg was explanted and replaced to a competitor brand (boston) for an unknown reason on an unknown date. The following information was received via a voluntary medwatch form (mw5149294): during the implant procedure, there was a problem with the abbott lead extension wires and ipg. Due to the problem with the abbott devices, the procedure had to be rescheduled to the following day. The surgery occurred at (B)(6) and the physician's name is dr. (B)(6). Initial reporter elected not to be identified.

Manufacturer narrative:
Section b3: event date is estimated. Per the medwatch form, the initial reporter wants to remain confidential therefore the device serial number and patient information cannot be obtained. Additional information is unable to be obtained as the initial reported elected not to be identified. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.